Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that prior to starting a da vinci-assisted sacrocolpopexy surgical procedure, the integrated electrosurgical unit (iesu) had error each time the surgeon tried to activate monopolar energy. The site switched out the monopolar curved scissors, replaced the energy cord, and switched the ports but the error returned. The customer power cycled the iesu and applied monopolar energy briefly but faulted again with another c-34. The system was undocked and a power cycle on the system was performed; however, the system faulted again with c-34. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was not identified prior to starting but midway through procedure. Ports were placed, robot was docked, and the everything was functional for the first 30-45 minutes of procedure. The surgeon was able to finish using bipolar energy from same iesu. Monopolar energy was not available throughout the procedure. The customer encountered error when monopolar energy was activated, and the procedure was completed with only bipolar energy.